Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during filling with an unknown drug. The reporter stated that the device was being slowly, manually filled using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic analysis revealed a marking on the interior surface of the bladder near the rupture line. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13f041 was manufactured between june 12, 2013 ¿ june 13, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the cause of the rupture could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.